Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. The device was reprogrammed. During a subsequent follow, post paced t wave oversensing was again observed. Further programming changes were implemented.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.